Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed via the light levels that the issue was following the robot. The fse replaced the robot common compute controller (ccc) board to resolve 31089 errors. The fse confirmed the issue was resolved by the part replacement via the light levels. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error 31089 mid-procedure and could not get the system to recover. The caller stated that video was lost and they could not see at the time. Instruments were holding tissue at the time. They power cycled, but the issue did not resolve. The endoscope was removed from the system arm and used to see to safely remove the other instruments with the emergency stop engaged before removal. All instruments were removed without issue. The surgeon converted the case and was continuing laparoscopically. The system was down. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during the second procedure of the day. The customer used the instrument release key (irk) to release instruments from tissue successfully with no harm to the tissue. The customer converted the procedure to laparoscopic surgery with no harm to the patient.